Event description:
On 10/28/2021, it was reported by an arthrex employee via e-mail that an qty.2 of the ar-4501 meniscal cinch would not deploy or work as intended. After firing lot: 10454853 the 2nd would not deploy as the trigger became blocked. The surgeon then used a new lot: 10499294 and after activating the pick triggers, the device would not lower the knot. This was discovered during a knee arthroscopy and acl procedure on 10/26/2021. The case was completed by using a new ar-4501.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.